Manufacturer narrative:
Device passed the displacement test, sleep current measurement, active current measurement and self test. All currents within specific range. Device was monitored for several hours and no charge/battery lasts less than expected anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had hypoglycemia. Blood glucose level of customer was 46 mg/dl at the time of incident. Customer treated their low blood glucose with food. Customer stated that she got the battery cap but it was not working on her insulin pump and still her battery did not lasts more than one week. The insulin pump received low battery alert. Insulin pump will not be returned for analysis. It was unknown whether the customer was using auto mode or not. Insulin pump will be returned for analysis.